Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported hardware issue and subsequent cancellation could not be confirmed.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for investigation. The ac power was applied to the rf generator and a successful power on self-test was executed. Functional testing confirmed voltage output levels during both sensory and motor modes of operation. The potentiometer, or knob, successfully controlled the outputs during the evaluation period. Based on the information provided to abbott and the investigation performed, the root cause of the field reported break and subsequent cancellation could not be conclusively determined. Normal functionality was confirmed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a procedure, the knob to increase stimulation would not function. The stimulation could not be increased. The procedure was cancelled and there were no adverse consequences to the patient.